Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that during ongoing use, the pg was exhibiting premature battery depletion. The patient had been monitored through latitude, and earlier this year the transmission report indicated that there was 7.5 years remaining. The patient had a recent follow-up to check the device in clinic, and the report showed the remaining longevity was 3 years remaining. Disk analysis was sent to technical services for their review of the data, and they were able to confirm premature depletion. Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported. The explanted device is expected for return.

Event description:
It was reported that this pulse generator (pg) was exhibiting premature battery depletion. The patient is monitored through latitude (home monitoring system), and earlier this year the report from latitude indicated that there was 7.5 years remaining. The patient was recently seen in clinic for a device check, and the report showed the remaining longevity had 3 years remaining. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase, and replacement was recommended within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.